Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had ongoing elevated blood glucose(bg) levels (580-600 mg/dl) and ketones. Reportedly, the endocrinologist assisted the customer in delivering manual injections to address bg levels and ketones. Customer alleged there was not enough insulin being delivered via the pump. Tandem technical support performed a pump system check and the pump was functioning as intended. In addition, customer alleged a 5 unit bolus delivered via the pump was less than a 5 unit manual injection. Customer reverted to manual injections for insulin therapy.